Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-550 ventilator began to alarm high baseline/partial occlusion during patient use. The measured peep was continuously reading 6-8 cmh20 over the set peep. There was no harm to the patient, and the patient was placed on another ventilator.